Manufacturer narrative:
Updated wording of b5 from "the cause of the intercranial hemorrhage was unknown, and there was no device-related fall or stroke associated." To "the cause of the intercranial hemorrhage was unknown. There was no device related reason for a fall, and there were no changes to patient condition or anticoagulation status that may have contributed." To more accurately reflect information received manufacturer¿s investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a patient became unresponsive and obtunded. The patient was transferred to (B)(6) and was intubated. A computed tomography (CT) scan demonstrated a right occipital intercranial hemorrhage without significant midline shift with mass effect on right lateral ventricle. The cause of the intercranial hemorrhage was unknown. There was no device related reason for a fall, and there were no changes to patient condition or anticoagulation status that may have contributed. The patient was on eliquis and this was stopped and reversed with kcentra. Neurology was consulted. After discussion with the family, the decision was made to withdraw support. The ventricular assist device (vad) was functioning as intended, there was no autopsy performed, and the vad will not be returned to abbott.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient became unresponsive and obtunded while in a rehab center. The patient was transferred to the cardiovascular intensive care unit and was intubated. A computed tomography (CT) scan demonstrated a right occipital intercranial hemorrhage without significant midline shift with mass effect on right lateral ventricle. The cause of the intercranial hemorrhage was unknown, and there was no device-related fall or changes to patient condition or anticoagulation status associated. The patient was on eliquis (apixaban) and this was stopped and reversed with kcentra (prothrombin complex concentrate (human)). Neurology was consulted. After discussion with the family, the decision was made to withdraw support. The ventricular assist device (vad) was functioning as intended, and there was no autopsy performed.